Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, at five minutes into the ablation phase of the procedure a cervical leak was noted and subsequent fluid loss alarm occurred. The machine was paused, a second tenaculum was placed with some 4x4's and the case was continued. The patient was reported to have a cervical burn which was classified by the physician as a first degree burn. There was no treatment for the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.